Manufacturer narrative:
Corrected: b5. Corrected: health effect - impact code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient was not able to enter MRI mode due to high impedances.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of patient's leads had high impedances. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.